Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the fiber was observed to be forward-firing at 12,083 joules of use. The procedure was completed using a second fiber. Patient outcome: "no patient harm".

Manufacturer narrative:
Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap distal to the fiber/cap fusion zone; the fiber proximal to the fracture was found to rotate independently of the metal cap. Both caps remain attached. The metal cap shows mild detritus and char. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The fiber issue may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was suspected to be related to localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.